Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: 8/25/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. That part of the haptic was removed, and that there was a cut to the optic body. Which is consistent with a lens that was handled during removal. The lens was cleaned, and a haptic damage (bent) was observed as well. The complaint issue was confirmed. However, this can be attributed to handling and cannot be confirmed, to be related to manufacturing. And therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed, one complaint from this production order number. The reported issue is related to this reported complaint, but no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had torn or broken haptic. Additional details received states that lens was fully inserted was removed and replaced. Procedure was completed successfully using non johnson and johnson surgical vision lens. There was no patient injury and no medical/ surgical interventions were required. No further information available.